Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the motor device was jumping/chattering inappropriately. There was a five minute delay in the surgical procedure. A spare device was available to continue the surgery. There was patient involvement reported. The reporter further reported that the attachment device was found to have a wire inside before use on a patient. It was not reported if the devices were used together. There were no reports of injuries, medical intervention, or prolonged hospitalization. There was no reported adverse event to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking components were damaged and the coupling was defective. It was further determined that the tool rotated with opened coupling temperature of 119 degrees after 9 minutes and the tests for handpiece temperature assessment and safety assessment failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.